Manufacturer narrative:
(B)(4). The available information suggests that this device remains in-service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in early-(B)(6) 2014. The physician and patient have decided to utilize the patient monitoring system to track the performance of this device and will send a memory upload for analysis every 28 days. The local representative re-iterated that this is not boston scientific's recommendation which was acknowledged by the patient and physician. Ts reviewed the analysis from the patient's monitoring system data upload in mid-(B)(6) 2014.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted without incident. The device was received at boston scientific's return products department.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient's monitoring system detected a yellow alert (low voltage fault#1003). Ts recommended immediate device replacement. Data from the patient's monitoring system was reviewed. Data analysis by in-house engineering confirmed that a low voltage fault had occurred in mid-february 2014. The voltage is currently 3.024 volts and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Using historical daily battery voltage measurement data, the daily device power fluctuations were estimated. To date, the power appears steady, however, this behavior may change unpredictably. At this point, the battery does have a significant reserve capacity. The data indicates that there is sufficient reserve for the device to maintain normal therapy functions for 28 days' time. The local representative planned to speak with the physician and understood the need to have the device explanted and replaced. The physician was informed and spoke to the patient. The physician plans to continue monitoring the device remotely and will schedule the patient for device replacement in the future unless the battery depletion necessitates an earlier replacement. The local representative is scheduled to perform another memory upload in 28 days. The patient has other medical health issues that need to be addressed at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with device performance were observed; basic sensing, pacing and shocking functions of the device were verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.